Manufacturer narrative:
Gtin/UDI number for item me2020, lot 17015708 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported lipids leaked from the male luer that was connected to the filter set. The lipids were infusing through the PICC line on a nicu patient that weighed less than 1000 grams. There was no report of patient harm.